Manufacturer narrative:
(B)(6).

Event description:
It was reported that burr was difficult to remove. The target lesion was located in the left main- left anterior descending artery. A 2.25mm rotalink plus and rotawire was selected for use. Upon removal of both devices, a kink on the wire was noted and burr was difficult to remove. The procedure was completed with another of same device. No patient complications were reported.